Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the surgeon could squeeze the handle, but was unable to press the green button, the stapler was unable to fire. There was no patient involvement.